Event description:
Nurse was attempting to prime IV tubing when fluid was running out the end. Port closest to patient has an offshoot that is not capped and is open.

Event description:
Nurse was attempting to prime IV tubing when fluid was running out the end. Port closest to patient has an offshoot that is not capped and is open.